Event description:
Additional information was received. It was reported that, on (B)(6) 2009, the patient¿s pump was refilled with dilaudid, clonidine, baclofen, and demerol. The reason for the change in medication was not known. The patient was supposed to be seen again in june, but cancelled the appointment and never returned to the hcp.

Manufacturer narrative:
Concomitant product: product ID 8711, lot # j10937r23, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
It was reported that in 2010 the patient had an unknown drug or drug mixture placed in their pump. It was stated the drug was not morphine. They had a horrible reaction to the drug including a rash, tremendous headache, aching all over, and nausea. It was noted the patient was taking ¿zophram¿ for nausea at the time. It was further later reported the patient¿s health care provider (hcp) did not put the prescribed morphine in their pump. He instead put a different ¿medical concussion¿ in the pump. It was reportedly dilaudid and 2 to 3 other medications. It made the patient ¿deadly ill.¿ this occurred between (B)(6) 2009. However, it was later reported it occurred in may when the pump was filled with ¿the concussion of medications¿ and the patient had problems in (B)(6) 2009. The hcp didn¿t provide her with the printout and didn¿t tell her what he put in the pump. The hcp also refused to see the patient after he filled the pump and her original implanting hcp could not see her either. Nobody reportedly wanted to take her because of the pain pump. No further information was provided. Additional information has been requested regarding what interventions or actions were taken and how the patient was now doing but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.